Manufacturer narrative:
(B)(4). This event occurred in (B)(6) - (B)(4).

Event description:
The customer discovered questionable thyroid results were received from the cobas e 411 immunoassay analyzer serial number (B)(4) when the results were compared to the results from an abbott architect. Of the data provided for 17 patient samples, the elecsys tsh assay result for one patient sample was discrepant. Refer to the attachment to the medwatch for all patient data. The complaint also involved discrepant elecsys ft4 ii assay results for two reagent lot numbers. Refer to the medwatch with patient identifiers (B)(6) and (B)(6). Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no adverse event. It was confirmed there was no problem with the calibrations or the control results. Differences in the results between assays from different manufacturers can be due to the different types of antibodies used, differences in the setups of the assays, and differences in the standardization methodologies. Different reference ranges should be applied to different populations of patients and should be considered when comparing the results from different methods.